Event description:
Rn cleansed port access site with chlorhexidine. Rn used sterile technique and dropped instruments required for port accessing onto sterile field. Rn inserted hands into sterile gloves. Rn next removed cardboard around huber needle. In the process of removing cardboard, the sterile huber needle pricked rn's thumb while sterile gloves were on. Rn identified huber needle was missing plastic protective cover. Rn stopped. Rn removed defected equipment (huber needle 19g x 1.0 inch. Lot asavso177.